Event description:
Patient was implanted with short tfn construct on an unknown date. Two weeks post-operative, x-rays revealed the helical blade has backed out and is reportedly telescoping approximately 15mm. Surgeon intends to continue follow-ups with patient to monitor and gauge healing. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.